Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the investigation details, the trigger was difficult to depress. The trigger assembly was replaced as well as a corroded motor. Preventative maintenance was performed and the device was returned to the account.

Event description:
It was reported that the trigger was sticking on the device during testing. There was no patient involvement and no allegation of adverse consequences associated with this event.